Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. Correction on field: d5, and e1 (establishment name). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, the root cause of the event was unable to be determined. The foreign object could not be identified. It s unclear whether the reprocessing was carried out in accordance with the instructions for use, so the cause of the foreign matter remaining could not be determined. There was no deformation in the area where the foreign material remained. The detection method is described in chapter 3 preparation and inspection of the gif-1200n operation manual. Instruction manual gif-1200n cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation ,the videoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5,the additional findings were as follows: due to wear of angle wire, the play of upward,downward knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube had a wrinkle, adhesive on the bending section cover had a chip, control unit had discoloration, adhesive around light guide lens was peeled, connecting tube had a dent, scope cover, control unit, right/left knob, upward, downward knob, forceps elevator knob, forceps elevator lever, scope connector, switch box, grip, connecting tube, universal cord protector of universal cord on control section side ,protector of universal cord on suction connector side, scope connector cover unit and the bending section cover all had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.